Event description:
It was reported that the customer's insulin pump was over delivering insulin because the customer was having low blood glucose. The caller mentioned that his basal rates were at the lowest, so she knows that it could not be due to the basal rates. The diabetes educator requested to have the customer's device replaced. The caller also stated that the device was alarming no delivery the past week. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.